Manufacturer narrative:
Concomitant medical products: 407658 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) may have delivered inappropriate therapy for atrial fibrillation (af) with rapid ventricular response that was detected as an episode of ventricular fibrillation (vf). The ICD remains in use. No further patient complications have been reported as a result of this event.